Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted on (B)(6) 2009. According to the complainant, post-procedure, the patient experienced serious bodily injuries, including mesh erosion, severe pain, recurrent infections, dyspareunia and urinary problems. According to the physician's office, the patient has not been seen since the surgery. No additional patient complications have been reported. All other information is unknown and unavailable.